Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a 5mm longitudinal balloon tear starting at the proximal balloon cone. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 04-feb-2019. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear.